Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that they received excessive no delivery alarms. The customer's blood glucose was 223 mg/dl at the time of incident. The customer's blood glucose was 197 mg/dl at the time of call. The customer stated that they had different blood glucose readings of 304 mg/dl, 247 mg/dl, 175 mg/dl, 143 mg/dl and went up to 260 mg/dl after taking dinner. The customer's blood glucose was 253 mg/dl at the time of troubleshooting. The customer stated that there were no issues with the insulin pump. The customer stated that they performed a high pressure test and got a no delivery alarm. The customer performed a second high pressure test and the insulin pump failed and received a no delivery alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.